Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual and photo inspection confirmed the tip was fractured off. The fracture was seen circumferentially around one side of the shaft, passing through both wire holes that form the base of the slot used in the capturing mechanism. The fractured tip was returned. The device history records were reviewed and found to be conforming at the time of manufacture. The returned part meets print specifications where measured. The device was used for treatment. If the plunger of the screwdriver is tightened excessively, the region circumferential to the holes at the base of the slot will fatigue from expanding and returning to original shape. This weakening could cause the tip to fracture during use, especially if a high torque is being applied to the screwdriver. It is also possible that this instrument was mishandled, dropped or subjected to an impact load causing tip to fracture. Excessive tightening alone may have led to the fracture of the end of the device. It is unknown how the captured screw driver was used at the time of the event or in previous uses during the potential field age of approximately 1 year. Based on information provided, a root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the tip of the screwdriver was found to be broken during kit inspection.